Event description:
(B)(4). I started having pain in my hips to the point that it hurts to sit or even stand. My period super heavy to the point my husband took me to hospital and I was told there that I almost had to have a blood transfusion and till this day, I have blood clots and heavy bleeding. I get sharp shooting pains in my back, tingling in my arms and legs and hands and feet. The top part of my arms hurt so bad, they like they are bruised and hurts to straighten or bend them. My neck and shoulders hurt. When I first had the coils put in, I was told to come back to make sure the coils were in place by them having a dye put in me but when they did the xray they only seen one, I asked where the other one went and they said it probably fell out but now I am not sure, I went back to dr and they put another coil in to replace the one they didn't see in xray and I never went to have them checked from that point. I have had nothing but issues with my body since I have had essure done.